Event description:
During an intraoperative, arterial embolectomy the spring tip entered the vessel wall. The spring tip was removed without invasive procedure. Another of the same type of catheter was used to complete the procedure without further complication or injury to the patient. No further patient injury or complication was reported.